Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having issues with pain in their back from the spinal cord stimulator. Patient stated it hurts the touch, bend, twist. Patient said they tried to see the surgeon and they set them up with an appointment with the manufacturing representative (rep) who can't help them. Pt needed to get an MRI. Pt mentioned they talked to the representative and they had negative feedback about them. Patient mentioned they spoke to their primary care healthcare provider and they needs to see to the placement of the leads. Patient called last week and someone emailed them but they couldn't open the email and they emailed the representative back but they never heard back. Pt stated they worked with prs. Agent warm transferred the pt to prs. Pt mentioned that they also had issues recharging the implant, but pt stated the leads had shifted. Pt stated the issue has been on going for 2 years. Pt stated the issue takes their breath away and makes it difficult to sleep. Pt was escalated. Agent was unable to clarify when representative was first notified of the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c165 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were unsure of the leads shifting issue. Hcp stated that on their exam, all leads are visible that under the skin, causing pt discomfort, especially when lying on her back. The cause has not been determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating their manufacturer representative (rep) knew what was going on. Pt said that the issue was regarding pain on the "internal part" and it was affecting their whole left side. The patient has an appointment with their healthcare provider (hcp) in a couple months, however they don't know if they will make that appt or not. Pt said that they were having pain and problems and that they have done nothing but complain. Pt said that they were told the device was easy to remove safely but that wasn't the case. Pt said that they had every symptom. Pt said that they had an x-ray done and they were told that the leads at the top looked fine. It said that they had lost weight since had the device. Pt said that they lost 11 lbs and now when they sleep, they have to rearrange their position since they would be lying on the ins, but the rest of their back would hurt from not sleeping in a proper position. Pt said that they didn't have the device turned on until a couple months ago since the rep didn't tell them they had to activate the device, so they had went from oct to jan with nothing working. Pt said that they ended up in more pain from getting the device that was supposed to help them with the pain. Pt ended up disconnecting the call. (B)(4).